Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2024.  Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device - additional information g3: date received by manufacturer- additional information h2: additional information / device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem component codes ¿ additional information

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.